Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was no longer working. It was reported that the patient had few surgeries wherein electrocautery was used. The patient underwent an explant procedure. The physician suspected device malfunction. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual 90970880-04).

Manufacturer narrative:
Additional information was received that the patient was experiencing overstimulation due to the scs malfunction. It was also noted that the patient had pain at the ipg site. Additional suspect medical device component involved in the event: model #: sc-8120-70 serial #: (B)(4)description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient's ipg was no longer working. It was reported that the patient had few surgeries wherein electrocautery was used. The patient underwent an explant procedure. The physician suspected device malfunction. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual )(B)(4).

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient's ipg was no longer working. It was reported that the patient had few surgeries wherein electrocautery was used. The patient underwent an explant procedure. The physician suspected device malfunction. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4).